Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6)2023. On (B)(6) 2023, the cgm was reading 110 mg/dl and the blood glucose reading was 25 mg/dl. The patient was disoriented, dizzy and vomiting. The patient called an ambulance but his girlfriend took him to the hospital. While driving to the hospital the patient was treated with 3 bottles of coke, apparently he was not able to self-treat. At the hospital they took a bg reading which was 101 mg/dl and the cgm reading was 190 mg/dl. They treated the patient with sprite and 2 apple juice upon arrival to the hospital. After 4 hours the patient was discharged. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.